Manufacturer narrative:
(B)(4). Tube lot number: h3fte178. Actual device not evaluated. Process evaluation performed. No ncmrs identified for the instrument. Device history records for the associated tube lot # reviewed and found to meet specifications. No related complaint trends identified.

Event description:
Healthcare professional reports results outside the reportable range high and that clot was not detected with the hemochron response coagulation system. Pt test generated results of >1500 seconds. When the test tube was removed from the instrument, the user observed the patient's blood sample formed a visible clot, which was not detected during the test. A second hemochron response instrument was brought in for comparison and produced results as expected. No adverse event(s) reported.